Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, eight minutes into the procedure, the physician adjusted the hystoscope, which caused a fluid leak of 10cc at a rate of 2cc per minute. This caused a slight bulging of the cervix at the external os and very slightly burned the cervix, at most first degree. The physician completed the procedure, prescribed silvadine cream, and sent the patient home. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.